Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a ventricular fibrillation (vf) event. The health care professional (hcp) observed that left ventricular (lv) inhibition occurred prior to the arrhythmia, raising concerns that this behavior might have contributed to the vf. Technical services (ts) was consulted, and suspected that the device worked as intended as a premature ventricular contraction (pvc) occurred, which fell within the programmed left ventricular protection period (lvpp), resulting in inhibition of lv pacing. Backup right ventricular (rv) pacing was delivered accordingly. Reprogramming options were recommended. However, ts advised that the final determination regarding whether the inhibition contributed to the arrhythmia should be made by the clinic. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.